Manufacturer narrative:
The unidentified microcatheter, the rhv, and the complete introducer sheath were not returned. The dpu/coil were returned without the sheath and resheathing tool. The coil was severely damaged and stretched. Due to this severe damage; no laboratory testing was possible. Therefore; the root cause of the coils failure to deploy cannot be determined. In addition; without the return of the unidentified microcatheter; the rotating hemostatic valve (rhv); and the complete introducer sheath with the resheathing tool used in the procedure; it cannot be determined if these components contributed to the complaint event. A review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The clinician found that the coil was difficult to deploy and decided to remove the coil and not use on the patient.